Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and installed a flow sensor receptacle. The ventilator performs according to specifications.

Event description:
The customer reported that while in patient use the ventilator alarmed with low volume message and inaccurate return volumes were very low. The patient was removed from the ventilator and placed on another ventilator. No patient harm.